Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose level was not impacted. The customer changed the cartridge. The occlusion was resolved. As the customer changed the cartridge prior to contacting tandem technical support, a system check to determine a possible cause of the occlusion alarm was unable to be performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.